Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument disintegrated while in use. Medical intervention was necessary. It is unknown whether the patient retained a foreign body. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The product was returned and visually examined. The handle is not disintegrated and all of the ball bearings are still in place in this instrument. Function check of the a/o connection passed with the gage as shown in the dimensional analysis. Further review of the returned instrument with development engineering identified that the threaded insert is upside down. The slots in the insert should be facing up but are instead facing down. As the instrument is 9 years old, it cannot be identified if it was assembled this way during manufacture or if it had been reassembled in the field. Development did explain that this issue would not hinder the function of the instrument. DHR was reviewed and no discrepancies were found. Root cause could not be determined. The device was returned complete and functional. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.